Event description:
Spouse of home pt (hp) reports calling baxter technical svs for assistance, when noting hp was connected to homechoice device before hp should have been, during prime. No pt injury or medical intervention required per rn.